Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on july 9, with blood glucose of 585 mg/dl. The customer's current blood glucose was 224 mg/dl and then went down to 120 mg/dl. Customer other relevant blood glucose level was 158 mg/dl, 400 mg/dl. The customer experienced nausea, difficulty breathing and chest pain as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with intravenous drip. Customer assisted with performing the high pressure test and test failed. It was also stated that the top of insulin pump was broke and the o ring was loose. The insulin pump will be returned for analysis.